Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead , implanted: (B)(6) 2009. A 419588 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise with no apparent capture threshold. The lead was capped and not replaced as the physician determined the lead to be unnecessary as the patient is diagnosed with chronic afib (atrial fibrillation). No patient complications have been reported as a result of this event.